Manufacturer narrative:
It was reported that the proximal end of the stent did not expand. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However; it is hard to exactly analysis because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
After the stent placement, the proximal end of the stent (papilla side) was not expanded. Another stent (not niti-s) was used to finish the procedure. There were no patient complications as a result of this event.

Event description:
After the stent placement, the proximal end of the stent (papilla side) was not expanded. Another stent (not niti-s) was used to finish the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
It was reported that the proximal end of the stent did not expand. As a result of analysis of returned device, only the stent was returned. The stent was expanded. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. However, based description "proximal end of the stent (papilla side) was not expanded" and the returned stent in the state of being expanded, it is considered that the proximal end of the stent expanded somewhat slowly during the procedure due to the pressure and curve of the patient's lesion, so the doctor judged stent expansion failure. And then, it is assumed the stent expanded during shipment. Through the user manual by taewoong, it is stated that a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.